Event description:
The company was informed that the patient's electrode array has migrated outside of cochlea. It was also reported that the patient's electrode array was protruding into the middle ear cavity. Repositioning surgery has been scheduled.